Event description:
The customer performed a decontamination procedure on the analyzer, disregarding the screen warning: "warning: glucose, lactate and chloride electrodes should be replaced with dummy electrodes before proceeding." The customer left the active electrodes in place during the decontamination procedure damaging the electrodes in question thus causing faulty pt values when the analyzer was subsequently used. Originally the hosp alleged that the faulty values resulted in incorrect treatment contributing to a pt death. The hosp later stated that the reported connection between the results from the analyzer and the death of a pt was a misunderstanding.